Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, failure to capture, due to a dislodgment on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: missing h10 conclusion and DHR statement. The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found. Manufacturing complaints that chr were escalated via device history record escalation, (B)(4), section 16.0) and no evidence or proof was obtained: the product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.